Manufacturer narrative:
Investigation results: visual investigation: the femur component shows some dents/imprints on the polished surface (top side). These damages occurred after the migration of the meniscal component due to a contact between the femur component and the safety stop. The bottom side does not show any abnormalities as well as no cement residues. Damages (dents/imprints) can also be found on the meniscal component, bottom and top side. It cannot be decided clearly which damages occurred due/after the migration and turning of the meniscal component in situ, and which damages occurred during/after the revision surgery. However, there are no signs of a product/material failure. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. This is a similar device report. The reported device was not sold in the us. A similar device was marketed in the us.

Event description:
It was reported that there was an issue with nx505 - e.motion uc pro meniscal comp.f5r 10mm. According to the complaint description, the device has to be revised due to implant migration 1 year and 5 month post surgery. Migration of the tibial insert at 90 ° (front -> interior) on an e.motion total knee prosthesis with normally an anti-dislocation element of polyethylene. Reoperation with change of tibial component + insert. Initial surgery date: (B)(6) 2019. Revision surgery: (B)(6) 2021. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: no918z - as e.motion fp/uc fem.comp.cement.f5n r - lot 52384518.